Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A technician reported a few patients over the last few months with one to two diopters of overcorrected cylinder at one month post photo refractive keratectomy. Additional information has been requested.

Manufacturer narrative:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received.the root cause could not be identified conclusively.(B)(4).

Event description:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received.